Manufacturer narrative:
The rad-8 involved in this event was returned for evaluation. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over a year with no previous reported issues prior to this event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow-up report will be submitted.

Event description:
It was reported the device is not holding a charge and would only last 1-2 hours. There is no report of any patient impact or consequence as a result of the issue.